Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/02/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection was performed. Returned sample was cut in pieces to make explant possible. Unable to perform further analysis due to the current condition of returned sample. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct300 14.5 diopter intraocular lens (iol) was implanted into the left eye (os) of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to unexpected post-operative refraction. A new lens with new measurements was implanted. The lens was replaced with a zct400 13.5 diopter iol. Reportedly, there was no patient injury, no incision enlargement and the patient has recovered. No further information was provided.